Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. The device was returned with a guidewire, there were multiple kinks along the guidewire. The crimped stent was examined and there were no issues noted. The stent showed no signs of damage or lifting and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 221mm distal to the distal end of the strain relief. There were multiple kinks noted along the hypotube. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that the complaint device was a 2.75 x 38mm synergy ii drug-eluting stent and not a 2.75 x 32 synergy¿ drug-eluting stent as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.75 x 32 synergy¿ drug-eluting stent was selected to treat the lesion. However, the shaft broke in half. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75 x 32 synergy drug-eluting stent was selected to treat the lesion. However, the shaft broke in half. The procedure was completed with another of the same device. No patient complications were reported.